Manufacturer narrative:
Evaluation summary: (B)(4). The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The longevity calculation was completed using nominal settings and actual implant duration. Unable to functional test the device as the device was received with the connector head broken off. The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The longevity calculation was completed using nominal settings and actual implant duration. Unable to functional test the device as the device was received with the connector head broken off.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted earlier than expected. The ipg was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Analysis is pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.